Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year and 8 months after implant placement. The bone quality was type ii. The oral hygiene around implant site was moderate. No significant findings were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.